Event description:
Revision surgery - due to the glenoid head becoming disassociated from the glenoid baseplate.

Manufacturer narrative:
Left with surgeon.

Manufacturer narrative:
The reason for this revision surgery was the disassociation of the glenoid head from the baseplate. The implants were in the patient for 1 year 45 days prior to revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. It was reported the device was left with the surgeon; it was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause for the disassociation cannot be determined. Factors that can contribute to a glenoid head disassociation from a baseplate after long term patient use include trauma and excessive loading of the shoulder prosthesis such as carrying heavy weight, or carrying a heavy extended load, excessive range of motion (rom), and improper tightening of glenoid head retaining screw. There is no information reported that showed a material, design, or manufacturing problem with the product.